Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-05291. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a calcified, moderately tortuous right superficial femoral artery. A left femoral approach was used to access the lesion. The wanda balloon catheter was used to pre-dilate the lesion when it ruptured at 6 atms, during first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.